Event description:
The clinician reported that four months after the dental implant was placed, in ada site #10 of the patient's mouth, lack of osseointegration was verified. Type iii bone and immediate extraction site were involved in this event. The device was forwarded to the manufacturer for investigation. No further complications were observed.

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 10 of the patient's mouth, lack of osseointegration was verified. Type iii bone and immediate extraction site were involved in this event. The device was forwarded to the manufacturer for investigation. No further complications were observed.

Manufacturer narrative:
The manufacturer updated the dental implant's implanted date from (B)(6) 2019. The following fields were updated in this follow-up report: (date of report), (adverse event description), (UDI), (implanted date), (date of becoming aware), (follow up report), (device's age) and report sent to manufacturer.